Event description:
It was reported that the patient underwent anterior cervical discectomy and fusion using a device and a plate at c6-c7 for left herniated disc. No patient complications were noted during surgery. The patient tolerated the procedure and was taken to recovery in stable condition. Post-operatively, the patient has developed an allergic reaction and is now seeing an allergist for treatment.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.